Event description:
Continuous venovenous hemodialysis drain bag developed hole in top causing spillage of body fluids onto floor (note: positive vancomycin resistant enterococci) and temporary disruption of dialysis.